Event description:
It was reported that the lock of the clip was found broken after loading in applier during a partial nephrectomy. The patient is fine.

Manufacturer narrative:
Qn#(B)(4). Per DHR the product hemolok l clips 3/cart 42/box lot# 73c1800617 was manufactured on 04/02/2018 a total of 18,312 pieces. Lot was released on 04/06/2018. DHR investigation did not show issues related to complaint. Corrective actions cannot be established since it is necessary to receive the physical sample to perform a proper investigation and confirm the alleged defect. At this time due the sample is not available is not possible to determine the source of the defect reported. Customer complaint cannot be confirmed due the product sample is not available to perform a proper investigation and determinate the root cause. If the alleged defect samples become available at a later date, this complaint will be updated accordingly.

Manufacturer narrative:
Qn# (B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the lock of the clip was found broken after loading in applier during a partial nephrectomy. The patient is fine.